Event description:
Reporter indicated that they have been experiencing hypertension since vns implant. It was also reported that the pt has been experiencing fever, chest pain, memory loss, and fatigue. Since implant the pt has been to the e.r. Twice. Reporter stated that e.r. Physician gave pt motrin and their treating physician ordered a blood test. Pt reported that since they received the vns implant their seizures have decreased by 50%. Further follow-up with the neurologist concluded that the pt is currently doing well and that the pt may have had mild local infection, however, blood test results to confirm this are pending. The neurologist also indicated that pt is very sensitive to any procedure. The surgeon believes the chest pain is related to the weight of the device, and that pt will become accustomed to the weight and location of the generator. The surgeon further reported that the fever, fatigue, and hypertension is not believed to be related to the vns.